Event description:
The end user was driving their power chair on the sidewalk in front of their apartment. While driving their chair the left side motor appeared to stop operating. The chair veered immediately to the left. The chair continued to veer off the sidewalk causing the chair to flip. End user fell out of their chair and hit their head on the ground causing a hairline skull fracture and minor brain bleeding and swelling. Pt was admitted into the hospital and released 4 days later.